Event description:
The olympus field service engineer reported (on behalf of the customer) that there was poor contact of the flat socket and showed that the image was intermittent on the visera pro video system center. The patient was not under anesthesia, no delays. There was no procedure involved or impact associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. During the inspection it was found that the socket was faulty and loose causing the image to flicker, but the subject could be recognized when the image was flickering. There was also a failure of the video cable connectors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the phenomenon "the image is interrupted intermittently" occurred, due to defective contact of the video cable connector. Olympus will continue to monitor field performance for this device.